Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. Customer mentioned initially using fiasp and then switched to novorapid and continued to have occlusions. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.